Event description:
Removal of endosseous dental implant. According to the clinician 5 implants were placed during a routine procedure in class iii bone. The clinician reports that the implant in site number 26 did not integrate and was removed approx 2 months post-operativeely. According to the clinician the remaining 4 implants are stable.